Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited a failure to capture, high pacing impedance, the lead was dislodged. The lv lead was explanted and replaced. The patient was stable.